Event description:
The customer reported the following ptca procedure in 2000, a vasoseal vhd kit size #2 was deployed. A femostop was applied at low pressure, however, it was removed by the pt sometime during the night. The pt was discharged in 2000 but called the hosp three days later stating that the site was warm to touch and there was some drainage. Two days later, the pt was readmitted to the hosp for an incision drainage of the site. Culture samples revealed numerous organisms. Blood tests were gram positive and IV antibiotics were administered. No further complications were reported.